Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient was getting poor coupling with the ins recharger (insr). The patient stated that when charging they have to try 13 times before the insr will connect. The patient thought the reason for this was that the ins was turned in the pocket and it sticks out. It was noted that the patient's hcp did not confirm this. The patient used to be able to walk around while recharging but now the slightest movement decreases coupling to zero. A new insr antenna was sent to the patient to try and rule out the antenna as the cause of the poor coupling. The patient was advised to follow-up with their hcp if the issue did not resolve.